Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep identified a damaged pigtail network connector. The rep replaced the pigtail connector and could not reproduce error. He found pieces of the drape in question but was able to remove pieces with no effort. He verified the system functioned properly. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during a final confirmation ap/lateral 2d shot, the site accidentally closed the gantry over the drapes. When they moved the gantry into an ap position, it pulled the drape into the o. They opened the door and pulled the drape out, but said the o-arm now makes loud sounds when the gantry moves and they are unable to take a 3d spin. Navigation imaging was discontinued. There was less than an hour delay with no impact to patient outcome. The doctor still felt very confident with his screw placement.